Event description:
Caller states that patient allegedly received the following results, with two different roche meters, within 10 minutes: 38 mg/dl, 42 mg/dl (inform meter, serial number unknown) and 106 mg/dl (inform meter, (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for inform system 1. (B)(4).

Event description:
Event description states: "port explant." Follow-up findings: the port "was explanted due to patient having pain by port. Esophagram was done. Problem first observed when patient came into office with pain. [Was replaced with a new port and repositioned.]"